Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) identified a drawer failure, drawer 1.2 had multiple pockets failing. The fse opened diagnostics to test the drawer, but the drawer was unable to successfully pop lids, and the lids randomly failed. The station was shut down, the back panel was opened, and the back of drawer 1 was accessed. The row board cable connected to the controller board on drawer 1.2 was disconnected and reseated. The back of the drawer was reassembled, the panel was closed, and the station was powered on. The drawer was recovered and passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.